Event description:
On (B)(6) 2012, the patient's case manager left a message for customer support stated that the patient was experiencing a high blood glucose with symptoms and was not sure if the pump was working. The reporter did not provide any blood glucose results or mention the specific symptoms the patient was having. Customer support made several attempts to reach the reporter and patient to obtain additional information and review the subject pump; however, were unsuccessful in their follow-up attempts. Based on the information provided, this complaint is being reported because insulin pump use could not be ruled out as a cause or contributor to a potential high blood glucose excursion.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box data and pump histories from the time of the alleged complaint were unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.